Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in blood stream, catheter not properly cleaned and peritonitis with unknown causative organism coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The consumer stated that the patient had peritonitis in his blood. The cause of the peritonitis was reported as catheter was not properly cleaned. Treatment was not reported. The consumer reported that the patient was recovering from the event of peritonitis and remained hospitalized at the time of this report. Outcome for the event of catheter not cleaned properly was not reported. The consumer did not provide an opinion of causality. Concomitant medications were not reported. The nurse stated that on (B)(6) 2011, prior to the use of any baxter pd solutions, the patient was hospitalized and diagnosed with peritonitis, causative organism unknown. During the hospital stay, the patient underwent sigmoidoscopy and was diagnosed with diverticulitis. On (B)(6) 2011, the patient was recovering from the peritonitis and diverticulitis and was discharged. After discharge, the patient continued antibiotic therapy to treat the peritonitis, started and completed pd training, then started pd therapy at home using baxter pd solutions. The nurse commented that the pd training went very well and that the patient was a model patient with excellent aseptic technique. On (B)(6) 2011, the patient was hospitalized and diagnosed with recurrent peritonitis causative organism unknown. The nurse clarified that the peritonitis diagnosed (B)(6) 2011, and the recurrent peritonitis were due to the same unknown causative organism. The nurse was not able to provide further details related to or clarify the consumer statement "peritonitis in blood stream." During the hospital stay, the pd catheter was removed. On (B)(6) 2011, the patient was switched to hemodialysis. The cause of the recurrent peritonitis was due to possible pd catheter colonization with unknown causative organism. On (B)(6) 2011, the patient was recovering from the event of recurrent peritonitis and was discharged from the hospital. Outcomes for the events of peritonitis in blood and catheter not properly cleaned were not reported. The nurse stated that the event of recurrent peritonitis with causative organism unknown was unrelated to dianeal therapy. The nurse did not comment on the events of peritonitis in blood and catheter not properly cleaned. This is addressing the peritonitis that occurred in september, as the prior peritonitis occurred prior the usage of baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd887695 and gd886127 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.